Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with high blood glucose with 599 mg/dl and 629 mg/dl. Customer felt nauseous. Customer wearing the pump at time of hospitalization. Customer treated high blood glucose with insulin drip. Customer also received with low battery alarm and replace battery now alarm. Customer reported that, the battery did not last more than 1 week. Customer declined troubleshooting for the high blood glucose. Customer advised to monitor pump and call back if issue recurs. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08690 inches. No low battery alarm or power error was noted during testing. No unexpected low battery alarm or power error 25 was noted in the formatted history file. However, the power management graph indicated abnormal behavior due to connector resistance issues at printed circuit board. After disconnecting and reconnecting the internal battery connector at printed circuit board, the unit was monitored and functioned properly. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer.